Event description:
It was reported by the end user stated that she using chair this morning and the two right side legs gave way. She stated she fell into the tub and had to get help getting out. No broken bones but she is bruised. No report of medical treatment, no additional information provided.